Event description:
Customer complaint:: it'd turn on for few seconds then stop. Light is blinking red and blue. Smells a bit like burning rubber too. I tried re-charging. Tried resetting it per manual. Tried it without any attachment. Still quits after few seconds.